Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to an advisory/recall notice. Both the atrial and ventricular leads were explanted during the same procedure for clavicular crush.the leads exhibited noise that was recreated with isometrics.